Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was in backup mode upon receipt caused by unknown source. Electrical and mechanical analysis performed after reloading the device code indicated normal functionality. Further evaluation of the output parameters found no anomaly. The device was monitored with load for several days and no anomaly was noted. Despite extensive testing backup operation could not be reproduced and the cause of reset is undetermined. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
The pacemaker was found in backup mode. The pacemaker was not used. No intervention was performed. The patient status was unknown.